Event description:
A medtronic representative reported that, while in a procedure, the trajectory was aligned with the nexprobe and the base of the nexframe was fixed. Target point and target scope are correct aligned. After rotating the nexprobe into the next stop the "guidance view" shows that the target point" has an offset of about 3mm. The amount of the offset changes with the rotation of the nexprobe. When going back to the initial position the alignment is correct again. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. A medtronic representative, following-up, reported that when the user registers the bone fixed fiducials they look to achieve the lowest possible geometry error for the nexprobe. Started with the left side of the patient. Offset is reproducible/reversible. The geometry error of the nexprobe is approximately 0,19. No parts/files/logs have been returned to manufacturer for analysis.